Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Joystick shows it is fully charged, but after a 1 mile of use the battery indicator shows down to 1, but the chair will still go for some time on the same charge.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the unit passed during the bench test, and the customer issue was not able to be duplicated.

Event description:
Joystick shows it is fully charged, but after a 1 mile of use the battery indicator shows down to 1, but the chair will still go for some time on the same charge.